Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - screws: va locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a procedure for fracture of distal humerus. After the surgery, on (B)(6) 2022, the patient underwent a removal surgery of implants. In the removal surgery, since 4 screws were difficult to remove, the surgeon cut the heads of the 4 screws and removed a plate. 1 of the 4 screws was able to be removed using a removal instrument. Since removal would have left large holes in the bone, the surgeon gave up removal of the remaining 3 screws for fear of re-fracture. Procedure was completed successfully with a delay of one hundred eighty(180)minute. The surgeon said that this event happened because the patient was young and the screws were tightly adhered to the bone, and that he did not think the products themselves were defective. Concomitant device reported: unk - screws: trauma tibial (part# unknown; lot# unknown; quantity: unknown). Unk - plates: trauma (part# unknown; lot# unknown; quantity: unknown). Unk - screwdrivers (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) unk - screws: va locking. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: date of concomitant therapy is february 10, 2022. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.